Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Lead and sub-q shocking coil were implanted. The patient expired one week later. No information is available as to whether or not the device will be returned for analysis.

Event description:
The patient presented to ER after receiving multiple shocks. While working, he reached for something and felt a pulling sensation in his chest. Stored egms showed high frequency, high amplitude noise indicative of le ad damage. During the attempted lead extraction, a tear in the svc occurred. A thoracotomy was performed and the svc repaired, but massive bleeding occurred and it took some time for the cardiac bypass to be initiated. Extraction was aborted and an lv